Event description:
See initial report.

Manufacturer narrative:
According to lab results the high bacteria count was reduced to acceptable level with the disinfection process. Complaint database review revealed another similar complaint from customer on other two units which were found positive to ntm and high bacteria count. Review of the questionnaire about disinfection and maintenance procedure of the heater coolers at customer site did not identify any particular deviation. However it was confirmed that during weekend the heater cooler can be used for emergency cases and h2o2 is not checked. Customer owns 5 devices and kept in rotation 3 always filled when used, while 2 are stored drained. Cleaning area was tested but source of contamination was not found. Sink water was not tested. Since no further information regarding the disinfection procedure at customer site has been provided, no specific root cause can be established. Taking into account that h2o2 is not checked during weekend even if devices are full and used, it cannot be ruled out that this deviation from the maintenance procedure reported in the instruction for use may have contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by nontuberculous mycobacteria (ntm) before and after cleaning. The customer has not disclosed anything about patient harm.